Event description:
It was reported that unspecified oversensing and intermittent charging episodes were noted on the implantable cardioverter defibrillator (ICD) possible related to capacitor formation. No changes or interventions were performed. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.